Event description:
It was later reported that the pump contained lioresal/compounded baclofen. The cause of the event was unknown; "no documentation of event on this day". "Reviewed" no irregularity found". Per the reporter, "no known event" records/documentation are all normal".

Event description:
It was reported that a bridge bolus was incorrectly performed. Per the healthcare provider (hcp) following a programming change and a bridge bolus she realized that she had not changed to the new concentration and went back to do this, however the bridge was not available. The bolus was stopped, the pump was re-programmed back to the original concentration and dose, and then updated with new concentration and dose, and the bridge bolus was programmed. It was stated that the patient had no therapy or medical problem. Drug delivered via the pump was baclofen (compounded).

Manufacturer narrative:
Catheter: model: 8598a, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. Catheter: model: 8596sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk.